Event description:
It was reported that the right ventricular lead exhibited intermittent oversensing prior to the event. The asymptomatic patient presented for upgrade. An insulation breach was observed on the lead. The previous implanting physician had sutured the atrial and ventricular leads together which caused the insulation to fail. The lead was capped and replaced on (B)(6) 2017. Patient had no complications during and after the procedure.